Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated that they received discrepant results for one patient tested with accu-chek inform ii meter serial number (B)(4). The reporter also mentioned that the serial number label has worn off over time by cleaning. At 11:21 a.m., a sample from the patient was tested using the meter, resulting with a glucose value of 50 mg/dl. At 11:23 a.m., a sample from the patient was tested using the meter, resulting with a glucose value of 76 mg/dl. No adverse events were alleged to have occurred with the patient. Quality controls passed on the meter within 24 hours of testing.

Manufacturer narrative:
No material was returned for investigation.